Manufacturer narrative:
Seroma, swelling, pain, and scar tissue formation are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes and are not considered serious injury. The patient stated that all length and sensation have returned after completing stretching exercises. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists contracture and loss of skin sensitivity/sensation as anticipated adverse events. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Shortening and loss of sensation were not reasons listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. The penuma implant is intended to be removed by a penuma physician. Additional complications can arise when removal is facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications. A review of all complaints from 2014 to 2023 found 9 reports for loss of length. In combination with this event (and one other from the insider article) and previous complaints, shortening/contracture/loss of length is occurring at a rate of (B)(4)(11/4645). A review of all complaints from 2014 to 2023 found 4 reports for loss of sensation/change of sensation. In combination with this event (and three others from the insider article) and previous complaints, loss of sensation is occurring at a rate of (B)(4) (8/4645). These values are within the acceptable risk. Imd will continue to monitor these failure modes for future occurrences.

Event description:
Events were discovered when an article was published by insider on 03/14/2023. (B)(6), a 31-year-old male from colorado, got a penuma implant in august 2019. Two and a half years after the procedure, (B)(6) stated that he started experiencing pain during sex. (B)(6)stated that he experienced inflammation and made two trips to dr. (B)(6) to have the seromas drained. (B)(6) had his penuma removed by a non-penuma provider in march 2022. (B)(6) stated that almost all sensation and length have returned since the removal, but he does have a scar across the top of his penis.